Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) pairing failure between the cgm and the ilet, after which the user applied a new g7 sensor and continued use. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified consistent with intermittent communication failure involving the cgm communication pathway, with relevant device components including the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.